Event description:
It was reported that a patient has had issues with erosion following placement of mesh. The symptoms have recurred, and the device seems to have eroded through the vaginal wall. The device was implanted in (B) (6) 2007. Additional information not possible as the doctor has had no more contact with the patient.

Manufacturer narrative:
The lot number is unknown, therefore, no review of the device history record could be performed. The instructions for use for this product family which accompanies each device states in the adverse reactions section: "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, mucosal or visceral erosion, infection, inflammation, sensitization, dyspareunia, scarification and contraction, fistula formation, extrusion and recurrence of vaginal wall prolapse. Perforations or lacerations of vessels, nerves, bladder, bowel, rectum, or any viscera may occur during needle passage." The instructions for use states under precautions section: "the mesh should only be used by physicians who are trained in the surgical procedures and techniques required for pelvic floor reconstruction and the implantation of nonabsorbable meshes. Acceptable surgical practices should be followed for the management of infected or contaminated wounds." (B) (4).